Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, farawave catheter was analyzed. Visual inspection found no abnormalities. An image was provided for review and showed the luer of the device but was inconclusive. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The device passed all test performed, showing no evidence of the reported allegations.

Event description:
It was reported that during preparation for the farawave procedure for atrial fibrillation, during catheter preparation for insertion into the faradrive, damage was noticed on the catheter flushing port. After connecting the catheter to the flushing line, flushing could not be performed. The catheter was replaced, and the procedure was successfully completed. No patient complications occurred. The device was received for analysis. One image available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for the farawave procedure for atrial fibrillation, during catheter preparation for insertion into the faradrive, damage was noticed on the catheter flushing port. After connecting the catheter to the flushing line, flushing could not be performed. The catheter was replaced, and the procedure was successfully completed. No patient complications occurred. The device is expected to be returned. One image available.